Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: jds, hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal with 3.5 lcp metaphyseal plate and 3.5 cortex screws in question. The patient had an initial procedure performed at an outside hospital in (B)(6) of 2020 for a humerus non-union. The patient was transferred to a surgeon on (B)(6) 2021 and upon laboratory diagnosis was determined to have an infection and the hardware was removed without issue on (B)(6) 2021. This report is for one (1) 3.5mm cortex screw self-tapping 26mm. This is report 6 of 10 for (B)(4).